Event description:
On 01/26/2009, boston scientific neuromodulation corporation received information stating the patient was unable to obtain simulation in their pain areas. The patient elected to have the precision system removed. As noted in the device labeling a percentage of patients that are permanently implanted may experience ineffective pain control.